Event description:
It was reported the physician stated the patient's (B)(6) scs lead appeared to be superficial. The patient underwent surgical intervention on (B)(6) 2015 to reposition the lead. The issue has resolved and reportedly, the patient has better coverage postoperatively.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21147. Follow-up clarified the patient had two leads implanted with the same lot number. Both leads were explanted on (B)(6) 2015. It was also reported per the physician, the infection appeared to track up the ipg site (device 2) as it appeared red and irritated. The physician plans on explanting the ipg and performing a re-implant of the system at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the physician expressed concerns of infection at the lead site as the wound was not healing. The patient was given a 6-week oral antibiotics course. The lead remains implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21147.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's lead was explanted due to infection. The patient is currently being monitored by an infections specialist.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21147. Follow-up identified the patient's ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21147. Further follow up identified as of (B)(6) 2015 the patient still has an infection. Additionally, some more cultures were taken for testing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-21147.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.